Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 585 mg/dl at the time of call. Customer also reported that the insulin pump had no delivery alarm. Customer stated that the cannula was bent. Customer was assisted to performing a 5.0 unit fixed prime test. Customer stated that the insulin exited. Troubleshooting was performed for no delivery alarm. The insulin pump will not be returned for analysis.